Manufacturer narrative:
The cartridge was not returned for investigation. The lot was released for distribution having met all product design, quality and product released criteria. No defects were found during incoming inspection of this lot. A review of the lot history revealed no other events of this type have been received. Nxstage medical considers this report closed.

Event description:
The home training nurse reported on (B)(6) 2015 that the (B)(6) female patient observed the venous luer connection was cracked and leaking when disconnecting from the catheter for rinseback. The nurse was able to assist the patient with removal of the luer from the catheter. No medical intervention was required.